Event description:
It was reported that the foot pedal is intermittently working and occasionally continues lasering after the pedal is released. There was no patient involved.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the product could be performed. However, the console was serviced onsite by a field service engineer (fse). During service, it was identified that the reported complaint was caused by a damaged foot pedal. The fse proceeded to perform the replacement. No further issues were identified during service, and it is likely that the intermittently lasering after pedal is released resulted from that the footswitch was defective, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the foot pedal is intermittently working and occasionally continues lasering after the pedal is released. There was no patient involved.